Manufacturer narrative:
The insulin pump was received with currents in specifications. The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. The insulin pump was received with minor scratches on the lcd window, cracked near the display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call cosmetic damage and high blood glucose levels. Customer's blood glucose level went as low as 41 mg/dl and as high as 278 mg/dl. Customer experienced nausea, abdominal pain fluctuating blood glucose levels and they treated themselves via insulin pump and manual injections. Troubleshooting on the insulin pump was performed. Customer advised the drive support cap was normal and there were no air bubbles. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.